Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the revision was cancelled due to the patient was not a good candidate for a pocket revision. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to issues with back pain.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.